Event description:
It was reported that during implant, it was difficult to insert the stylet into the lead. The lead was repositioned multiple times, and with each reposition, the lead exhibited increased impedance and loss of capture. The lead was not implanted, a new lead was used.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.